Manufacturer narrative:
Occupation is lay/patient. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Other text : na

Event description:
The initial reporter received questionable results on a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 2.9 inr at 9:00 am and the laboratory result was 2.1 inr at 10:00 am. The patient's therapeutic range is 2.0 - 3.0 inr with a testing frequency of every two weeks.